Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a component failure within the suj.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, error 32100 in axes controller setup (acu) indicates an internal fault in arm 1, specifically in the electronic/monitoring system of the acu/set up joint (suj) assembly. The procedure was aborted prior to patient involvement with no reported injury.